Manufacturer narrative:
Us reporting agent notified on: (B)(4)2014. Manufacturing site evaluation: samples received - 5 unopened and 1 open pouch (needle detached from thread). There are no previous complaints of this code batch. There are no units OEM stock. OEM analyzed the sample needle carefully, and noted that the needle was broken in the attachment area, not detached from the thread. Remarks: to avoid damaging needle points and attachment area, the needle should be grasped in an area from 1/3 to 1/2 of the distance from the attachment end of the point. In addition, OEM tested the needle attachment of the closed samples received and the results conform to OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Cause could not be determined. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment from thread.